Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he had received multiple no delivery alarms on his insulin pump. His blood glucose was 162 mg/dl. During troubleshooting, a large air bubble was found in the reservoir. Troubleshooting was offered, but customer stated he could get the bubble out of the reservoir. Customer further stated the bubble would have caused the alarm and stated he had rewound his insulin pump with the reservoir in place. The customer got the reservoir out of the reservoir and rewound the insulin pump. The customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin through the tubing with a plunger. Insulin did not exit and there was greater than normal resistance. Customer was advised to replace the infusion set and reservoir, as there was an occlusion between these two components.